Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver will not stay on unless the button is held down on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).